Event description:
It was reported that an ilet user experienced a flashing display followed by a frozen screen after a restart, and the issue resolved after the user connected the ilet to the mobile app and restarted the device through the app; the user was advised to complete a pending firmware update when blood glucose is in range. Symptoms included hyperglycemia to 237 mg/dl outcomes included no reported impact to health and no alarms. Investigation included customer service troubleshooting, device restart via the app, and verification of pending firmware. Investigation of this case revealed a transient device display/screen unresponsive condition that resolved after reconnecting to the app and restarting, with a recommended firmware update pending. It was concluded, based on previously established findings for similar reports, that the cause was software-related and user-correctable through device restart and firmware update.